Manufacturer narrative:
An evaluation was performed by the service engineer (se), and it was confirmed that a 1102 error code (check vent: primary alarm failed) was observed in the event log. A follow was performed with the key market, and it was reported that the issue had occurred in post (power on self-test). Based on this information, this is not a reportable event and was reported in error.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an identified an alarm abnormality. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).